Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to in fair condition. Event history log review was performed and found no evidence of reported problem. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The customer's reported problem was confirmed. Service replaced downstream sensor to correct the reported problem. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.